Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced fracture (left superior strut), perforation of filter strut outside the ivc, migration of fractured strut and filter tilt (13 degrees ventrally). The fractured strut is overlying the inferior right kidney likely retroperitoneum. The patient continues to experience severe abdominal pain associated with the events. The patient became aware of the reported events approximately sixteen years after the index procedure. Additional information received per the medical records indicate that the patient has a history of idiopathic thrombocytopenia purpura, bipolar disease, migraines, recurrent deep vein thrombosis (dvt) (six times), factor v leiden deficiency, kidney stones, tobacco use, non-compliant with anticoagulants, drug abuse, anxiety, gastric ulcer, epigastric pain, mitral valve prolapse, seizures, exercise induced asthma, cholecystectomy, appendectomy, ovarian cyst removal and partial hysterectomy. The patient is also allergic to imitrex, bactrim, bee venom, lavender oil, lorcet and percocet.  Two days prior to the index procedure, the patient was seen in the emergency room for left leg pain. The indication for filter placement was recurrent dvt and inability to maintain inr while on coumadin treatment. The filter was placed via the right iliac vein and deployed below the level of the renal veins. The patient tolerated the procedure well.  Since the filter was implanted the patient presented to the emergency room (ER) on twenty-two different occasions for complaints of abdominal pain, chest pain, cough, headache and leg pain. The ER visits began approximately two years post implant. Numerous exams and imaging were performed with no etiology for the source of the abdominal pain established.  Two years after the index procedure the patient was seen in the ER for nausea, vomiting and diarrhea for one day. The patient was diagnosed as acute gastroenteritis, likely viral etiology. Three years and five months after the index procedure the patient was seen in the ER for difficulty breathing, the patient was diagnosed with bronchitis and discharged the same day. Three years and seven months after the index procedure the patient was seen in the ER for abdominal pain, the patient was diagnosed with a urinary tract infection (uti) and discharged home. The following day the patient was again seen in the ER for abdominal pain after coming off narcotics that were prescribed the night before from the previous ER visit. The patient was noted to be non-complaint and not taking lovenox. The workup was negative and the patient was discharged the same day. The next day the patient was admitted to the hospital for epigastric pain, etiology could not be determined. Approximately four years after the index procedure the patient was seen in the ER for left leg pain. The workup revealed a dvt of the mid and distal left superficial femoral vein, non-occlusive. The patient was discharged the same day. The following week the patient presented to the ER with complaints of chest pain and passing out. Work-up was negative, patient was discharged the same day. Four years and one month after the index procedure the patient presented to the ER with low back pain and dysuria. The patient was diagnosed with uti and discharged. The next day the patient returned to the ER with the same symptoms. The patient was evaluated and discharged with a diagnosis of cystitis. Four years and three months after the index procedure the patient presented to the ER with headache, back pain, epigastric pain, fever and cough. Patient was treated for sinusitis and discharged. Four years and three months after the index procedure the patient presented to the ER with shortness of breath. The patient was diagnosed with bronchitis and discharged. Four years and six months after the index procedure the patient presented to the ER with complaints of flank pain. Imaging showed a dilated left ureter and hydronephrosis. Thought to have recently passed a calculous. Patient was treated and discharged. Four years, six months and two weeks after the index procedure the patient presented to the ER with left leg pain, the patient was discharged as the patient¿s problem was already known to be a blood clot. Two days later, the patient returned to ER with complaints of possible blood clot in legs. Ultrasound (u/s) reported non-occlusive thrombus of the left lower extremity, the patient was discharged with instructions to follow up with doctor and a prescription for lovenox. Four years and ten months after the index procedure the patient presented to the ER with complaints of abdominal and pelvic pain. The patient was diagnosed with ovarian cyst disease and discharged the same day. Two days later the patient presented to the ER with left lower quadrant pain, patient was diagnosed with a uti and left ovarian cyst and discharged to home.  Approximately five years after the index procedure the patient presented to the ER with a cough, the patient was discharged the same day with suspicion of viral syndrome. Approximately three months later the patient presented to the ER with complaints of chest pain and headache. Work-up was unremarkable and the patient was discharged the same day. Five years and four months after the index procedure the patient presented to the ER with productive cough, sore throat, and chills. The patient was diagnosed with bronchitis and discharged home. Three days later the patient returned to ER with the same complaints, had not had prescription filled. Patient was given a different prescription and discharged. Five years and four months after the index procedure the patient presented to the ER with abdominal pain. The patient was diagnosed with exacerbation of chronic abdominal pain and discharged home. Twelve years after the index procedure the patient was seen as follow up for ongoing left lower extremity pain. U/s showed chronic thrombosis in left common femoral and left femoral vein with reflux in the femoral and popliteal vein. The reviewed medical records contain a summary of findings noted on various computed tomography (CT) scans and an abdominal x-ray, along with images. The first CT scan was performed approximately three years and seven months post implant, a second CT at nine years and five months post implant, a third at eleven years and five months post implant and an abdominal x-ray at fifteen years and two months post implant. The first scan noted no migration or tilt, but a grade 2 perforation. The second scan noted that the left superior strut was fractured. The third scan noted a 13-degree tilt in addition to the previous findings. And lastly the review of the abdominal x-ray noted filter tilt to the left, the superior strut is noted to be fractured, ¿the study indicates a probable free fragment overlying the inferior right kidney likely retroperitoneum¿. The indication for the x-ray was generalized abdominal pain. The findings noted an ivc filter and right abdominal surgical clips in similar position to a compared CT scan from approximately two years prior. Nonobstructive bowel gas patter and no pneumoperitoneum identified. The reviewed medical records contain the original reading of the CT scan performed approximately three years and seven months post implant. The findings noted diverticulosis and a 5.3 cm right adnexal cystic mass. The ivc filter was noted. Approximately nine years and four months post implant, a computed tomography (CT) scan of the abdomen was performed. The report stated negative evaluation for acute posttraumatic abnormality and a small amount of fluid within the right adnexa. On the same date an ultrasound was performed of the left lower extremity and noted non-occlusive thrombus in the left common femoral, superficial femoral and popliteal veins and occluding thrombus in the left posterior and peroneal veins. An x-ray of the left lower leg noted no fracture or foreign body. A chest x-ray noted that the lungs were clear. These imaging studies were performed during an unspecified emergency room visit. Approximately twelve years post implant the patient was evaluated for complaints of chest pain and shortness of breath. Imaging was negative for a pulmonary embolism (pe); however, thrombus was identified in the left internal jugular vein with suspicion for thrombus in the subclavian vein around a port-a-cath. The indication for the port-a-cath was not provided. A summary of CT scans and x-ray images was provided and indicated that the filter had perforated the ivc, tilted, and fractured and separated.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, g3, g4, g7, h1, h2, h4 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a grade 2 perforation and fracture of left superior strut, a probable free fragment overlying the inferior right kidney likely retroperitoneum. The patient reported becoming aware of fracture, perforation, migration of a fractured strut and filter tilt approximately sixteen years post implant. The patient also reports abdominal pain associated with the filter. According to the medical records the patient has a history of idiopathic thrombocytopenia purpura, bipolar disease, migraines, recurrent deep vein thrombosis (dvt) (six times), factor v leiden deficiency, kidney stones, tobacco use, non-compliant with anticoagulants, drug abuse, anxiety, gastric ulcer, epigastric pain, mitral valve prolapse, seizures, exercise induced asthma, cholecystectomy, appendectomy, ovarian cyst removal and partial hysterectomy. Two days prior to the index procedure, the patient was seen in the emergency room (ER) for left leg pain. The indication for filter placement was recurrent dvt and inability to maintain inr while on coumadin treatment. The filter was placed via the right iliac vein and deployed below the level of the renal veins. The patient tolerated the procedure well. Since the filter was implanted the patient presented to the ER on twenty-two different occasions for complaints of abdominal pain, chest pain, cough, headache and leg pain. The ER visits began approximately two years post implant. Numerous exams and imaging were performed with no etiology for the source of the abdominal pain established. Approximately four years post implant the patient was seen in the ER for left leg pain. The workup revealed a dvt of the mid and distal left superficial femoral vein, non-occlusive. The patient was discharged the same day. Four years, six months and two weeks post implant the patient presented to the ER with left leg pain, the patient was discharged as the patient¿s problem was already known to be a blood clot. Two days later, the patient returned to ER with complaints of possible blood clot in legs. Ultrasound (u/s) reported non-occlusive thrombus of the left lower extremity, the patient was discharged with instructions to follow up with doctor and a prescription for lovenox. Twelve years post implant the patient was seen as follow up for ongoing left lower extremity pain. U/s showed chronic thrombosis in left common femoral and left femoral vein with reflux in the femoral and popliteal vein. Approximately nine years and four months post implant, a computed tomography (CT) scan of the abdomen was performed. The report stated negative evaluation for acute posttraumatic abnormality and a small amount of fluid within the right adnexa. On the same date an ultrasound was performed of the left lower extremity and noted non-occlusive thrombus in the left common femoral, superficial femoral and popliteal veins and occluding thrombus in the left posterior and peroneal veins. Approximately twelve years post implant the patient was evaluated for complaints of chest pain and shortness of breath. Imaging was negative for a pulmonary embolism (pe); however, thrombus was identified in the left internal jugular vein with suspicion for thrombus in the subclavian vein around a port-a-cath. The indication for the port-a-cath was not provided. A medical record that was provide contained a summary of findings noted on various computed tomography (CT) scans and an abdominal x-ray, along with images. The first CT scan was performed approximately three years and seven months post implant, a second CT at nine years and five months post implant, a third at eleven years and five months post implant and an abdominal x-ray at fifteen years and two months post implant. The first scan noted no migration or tilt, but a grade 2 perforation. The second scan noted that the left superior strut was fractured. The third scan noted a 13-degree tilt in addition to the previous findings. And lastly the review of the abdominal x-ray noted filter tilt to the left, the superior strut is noted to be fractured, ¿the study indicates a probable free fragment overlying the inferior right kidney likely retroperitoneum¿. The indication for the x-ray was generalized abdominal pain. The findings noted an ivc filter and right abdominal surgical clips in similar position to a compared CT scan from approximately two years prior. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or post implant imaging available for review, the reported tilt, filter fracture, strut migration and perforation could not be confirmed or further clarified. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Shortness of breath, chest, abdominal and leg pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to grade 2 perforation and fracture of left superior strut, a probable free fragment overlying the inferior right kidney likely retroperitoneum. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture (strut separation) with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to grade 2 perforation and fracture of left superior strut, a probable free fragment overlying the inferior right kidney likely retroperitoneum. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.